Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. Unit passed self-test, rewind test and displacement test. No rewind anomaly noted during testing. Unit had stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and also received a keypad anomaly. The customer¿s blood glucose was 126 mg/dl at the time of the incident. It was reported that they had changed set and it took five to six times to rewind the insulin pump. It was reported that the buttons were not working. It was reported that they had damage on the burnt bottom line. The customer reported that they disconnected from the pump when rewinding failed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.